Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, and elevated iop 22mmhg without pupil block and angle closure(date assessed (B)(6) 2024). In a separate visit the lens was exchanged for a replacement lens of shorter length. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angles. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment; device revision or replacement (lens replaced or exchanged) or reposition is identified in the labeling as a known potential adverse event following icl implantation.